Event description:
The manufacturer received information alleging the device's pressure was low. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging the device's pressure was low. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board and machine flow sensor were replaced to address the issue. The replaced components were returned to the manufacturer's product investion laboratory for further investigation. The machine flow sensor failure was due to contamination. The system board was found to operate as designed.